Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user identified the foreign material as the cap of the tetracaine gel, due to air leaked from the biopsy cap it was sealed. Based on the information obtained, the cause of the tetracaine gel cap becoming stuck in the forceps channel could not be identified, the specific cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material blockage in the forceps channel. There was no patient involvement.